Manufacturer narrative:
On 16 december 2016 the medical affairs director performed a clinical evaluation and commented as follows: according to report, the reason for revision of this tka at 5 years is instability. There is only one frontal x-ray of the knee, that does not allow any evaluation to be carried out. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. This is normally not a problem due to any implant defect or malfunction. Other possible causes of instability include malignment, malrotation, prosthesis component migration, but none of this can be evaluated with the information at hand. On 20 december 2016 the patient match department provided a case planning review and commented as follows: our analysis of the case process found no deviations from the standard procedures. Batch reviews performed on 27 december 2016. Lot 103246: (B)(4) items manufactured and released on 19 november 2010. Expiration date: 2015-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary tibial tray fixed cemented size 4 right, code 02.07.1204r, lot. 103881 (k090988), (B)(4) items manufactured and released on 16 december 2010. Expiration date: 2015-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary tibial insert uc fixed size 4 / 10 mm, code 02.07.0410fuc, lot. 104479 (k090988), (B)(4) items manufactured and released on 11 march 2011. Expiration date: 2016-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to instability. The cause of the instability is unknown. The surgeon revised the femoral component, tibial component and the insert. The surgery was completed successfully. X-rays are available. Explants are not available.